Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had battery conditioning issues was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that they have additional devices that are impacted so they replaced the battery a second time and reconditioned them - back out in service. There was no patient involvement.